Event description:
It was reported that the customer was hospitalized for dka. Nurse stated that while troubleshooting, she found that the am/pm were switched which she had already corrected. Troubleshooting was performed and pump programming and function appeared to be normal. It was determined that the customer did not manually prime set when the customer rec'd the replacement pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.